Manufacturer narrative:
Complaint conclusion: as reported, a 6mm x 40mm x 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured upon initial inflation of eight atmospheres (atm) after being successfully delivered into the arterial anastomosis without incident. There was no reported patient injury. The access site location was the av fistula. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. Non-cordis contrast media was used at a saline ratio of 50/50. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The device did not have to pass through a previously placed stent. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. A non-cordis pta balloon was used to complete the procedure. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot 82180879 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors may have contributed to the reported event. The intended procedure was an angioplasty of an av fistula. Arteriovenous shunts are often scarred and fibrous in nature and often resistant to balloon expansion increasing the likelihood of damage to the balloon. However, with the information available and without return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the safety information in the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 6mm x 40mm x 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured upon initial inflation of 8 atmospheres (atm) after being successfully delivered into the arterial anastomosis without incident. There was no reported patient injury. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintain negative pressure). The access site location was the av fistula. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. Ge omnipaque contrast media was used. The contrast to saline ratio was 50/50. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The device did not have to pass through a previously placed stent. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. A non-cordis pta balloon was used to complete the procedure. The device will not be returned for evaluation as it was discarded.